Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with all monitored devices. No patient harm or injury was reported. Investigation summary: the root cause of this event is determined to be the customer's communication switch. They performed troubleshooting measures to include power-cycling the switch and changing the port without resolution. The customer proceeded to replace the switch, which resolved the reported issue. A review of the serial number history finds no recurrence of the reported issue.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with all monitored devices.

Manufacturer narrative:
The customer reported of communication loss on all tiles on the central nurse's station (cns). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported of communication loss on all tiles on the central nurse's station (cns). No patient harm was reported.